Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge and was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Evaluation results: the device was returned to zoll medical corporation. The device was recertified and returned to the customer with a replacement multifunction cable. The customer's report of no ECG signal was observed during review of the device data logs. There was evidence of rapid defib ID changes followed by the ECG fault conditions. The device was put through bench handling and full functionality stress testing using a known good ECG cable and multifunction cable on simulator without duplicating a malfunction to the device. The multifunction cable receptacle was replaced as a precaution. The multifunction cable used during the time of the event was not returned. The customer's report of unable to shock was not replicated or confirmed. Review of the device log shows no evidence of an inability to shock. There is no evidence of a charge event that was met with a disarm or any indication of failure. There were no ECG/pads rhythm analyses to determine if a shock was advised as a result. There is also no evidence that the device was in AED mode or that rescue protocol was utilized. The device passed full testing without duplicating a fault to the device. Analysis of reports of this type has not identified an increase in trend.